Manufacturer narrative:
Philip's service engineer (se) inspected the device and found the power supply that was installed by customer was incorrect. The se replaced the power supply, display cables, printed circuit board assembly (pcba), and adaptor boards, and all tests passed.

Event description:
It was reported that the ventilator display was blank. The customer replaced the power supply, however, the issue continued. There was no patient involvement. The event date was not specified; estimate used.